Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) is currently underway. Upon eval the battery charger/modem was resetting. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective battery charger/modem. The last pt to use this battery charger/modem did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) was resetting. The last pt to use this battery charger/modem did not report any deficiencies.